Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that they experienced low laser power during a surgical procedure. The power was increased to complete the surgery. There was no harm to the patient.